Event description:
Wire disruption during procedure resulting in intravascular retained portion of wire. Interventional radiology procedure required to capture retained wire, which had embolized to the right pulmonary artery.